Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the aim beam was observed to be coming out of the fiber body when it was plugged into the console. The fiber was replaced and a second fiber was utilized to complete the procedure without any consequences to the patient.